Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a baxter homecare nurse from (B)(6) of chills and peritonitis recurrence with culture positive to streptococcus viridans in a patient coincident with extraneal viaflex and physioneal unspecified product therapies, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced cloudy effluent and chills without abdominal pain. On (B)(6) 2011, the patient was hospitalized due to a peritonitis recurrence. On (B)(6) 2011, the patient began remedial treatment with unspecified ip antibiotics. It was unknown if the patient remained hospitalized. The outcome of the chills and peritonitis recurrence were not reported. Extraneal viaflex and physioneal unspecified product therapies were reported as ongoing. The homecare nurse believed the peritonitis recurrence was not related to extraneal viaflex and physioneal unspecified product therapies, however, due to "catheter colonization considering that this was the patient's third episode of peritonitis in 4 months." The homecare nurse did not provide an opinion of causality for the chills. Follow-up information was received from the nurse on (B)(4) 2011. It was clarified that the patient received ampicillin ip for 14 days as treatment. Per the nurse, "there were suspicions of catheter colonization with streptococcus viridans; however, a medical decision was made to not remove the catheter." The outcome for the event of peritonitis recurrence with culture positive to streptococcus viridans was reported as unknown. The nurse reported the event of peritonitis recurrence with culture positive to streptococcus viridans was unrelated to extraneal viaflex, and physioneal unspecified product therapies.